Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead had poor fixation in the lateral branch and consequently displaced to the proximal side, causing diaphragmatic stimulation. As the lead was being advanced further, it dislodged into the right atrium. It was difficult to regain access to the subclavian vein and since the initial guidewire was already removed, the lead was severed. A new lead was then implanted. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.